Event description:
(B)(4). I was implanted on (B)(6), 2008. The procedure was done in a hospital and I had general anesthesia. I checked into the hospital at 1pm and was released at 5pm. A week later I went back to complain about pelvic pain, cramping, bloating, vaginal itchiness, migraine headaches. Ess305, lot# 626438.